Event description:
It was reported to vyaire medical that the bellavista1000e us 17,3" ventilator is having persistent tf 389 - no o2 dosing possible. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. A vyaire field service representative(fsr) evaluated the device onsite, gathered the logs, ran gas path test and sent them to technical support (ts).ts instructed fsr to run all calibrations and verifications. Logs were sent to ts after calibrations were performed. All calibrations passed. All tests passed required criteria and unit meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h11. Additional information: d3. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause was determined due to leaking safety valve.